Event description:
It was reported that patients lead had high impedances. As a result, surgical intervention was undertaken on (b)(6) 2026 wherein during the procedure there was noticeable fluid in the header of the IPG. Therefore the patients IPG and lead were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received.The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.